Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to established the exact root cause but most likely the issue is caused by a hardware issue on the epc.

Manufacturer narrative:
The suspect device was not returned for investigation at this time. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us went blank and stopped ventilating for a few seconds then came back on with a screen asking for a password. The end user is unsure if audible alarm was heard. Furthermore, the customer confirmed that the patient was removed from the ventilator due to the device issue but no harm.